Event description:
It was reported the patient's blood glucose level rose to 403 mg/dl while wearing the pod between 36 and 48 hours. The device was originally reported for not sure delivering insulin. Treatment information was not provided.

Manufacturer narrative:
Inspection of the fluid path components found the soft cannula to be torn and shortened. The length of the soft cannula measured below specification at 0.607 inches. Damage was observed to both the exposed and unexposed portions of the soft cannula. It could not be determined when or how this damage occurred. Fluid was unable to flow through the complete fluid path due to the torn and shortened cannula. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.